Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular device movement. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The steerable guide catheter (sgc) was advanced to the left atrium without issue. The clip delivery system (cds) was opened, and upon removal from the packaging, it was noted that the sleeve portion of the cds appeared to have more curvature than normal when all knobs were in neutral position. The decision was made to prepare the device for use and no issues were noted. The cds required additional height, as the patient had a small left atrium and a large posterior flail. The clip was aligned over the flail and appeared to be well aligned. As the clip was advanced below the leaflets, it was noted to dive medially, approximately 35-45 degrees as the valve was crossed. The delivery catheter shaft appeared to be kinked. The cds was removed without difficulty and there was no adverse patient effect. The procedure continued with deployment of two clips, reducing mr from grade 4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. All available information was investigated and the reported dc shaft bend and difficulty positioning the device (dc shaft positioning) were confirmed. The kinked on the dc shaft was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use warns, always inspect the mitraclip nt system and its packaging to verify no damage has occurred as a result of shipping and handling and that the sterile barrier has not been compromised. Do not use the device if damage is detected. Use of product with a comprised sterile barrier may result in infection, endocarditis, and/or sepsis. Use of damaged product may result in patient injury. The investigation determined the reported dc shaft bend resulting in the difficulty positioning the device appears to be related to patient morphology/pathology (additional transseptal height due to anatomy) and procedural conditions (additional turns on knobs). The investigation was unable to confirmed the reported kinked on the dc shaft. There is no indication of a product quality issue with respect to manufacture, design or labeling.